Event description:
During treatment with bovine collagen the needle completely separated from the syringe resulting in collagen "exploding" out of the syringe. This event is being reported due to the possibility of injury with future occurrence.